Event description:
It was reported that the patient's generator had depleted prematurely, which was suspected to be due to a manufacturing issue by the physician. The manufacturer's battery life calculator did not predict battery depletion. The manufacturer's device history records of the returned generator were reviewed on 06/20/2018. The generator passed final quality and functional tests. The generator was laser-routed. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Through a review of the generator's internal data, it was determined that the generator had prematurely depleted. The voltage was at end of service (0% remaining) but had 61.325% of the battery life expected to be remaining. From a previous internal investigation, it is known that some laser-routed devices may be susceptible to premature battery depletion. The observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in current leakage paths and premature depletion. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.